Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump froze during a bolus. She stated that this happened twice and that the insulin pump did not give her any alarm. She stated that the keypad was unresponsive. The blood glucose reading was 140 mg/dl. Nothing further was reported.